Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture (loc) shortly after it was first implanted. Further analysis revealed the lead had dislodged. As result, the patient underwent a revision wherein the lead was successfully repositioned. No additional adverse patient effects were reported.